Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, inflammation. Suppurative focus removed as a precaution.